Event description:
It was reported that a nurse injured their hand on a broken siderail. The patient was not injured. Further information was not provided.

Event description:
It was reported that the siderail would not latch upright. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was confirmed with the user facility that the siderail would not latch upright, however no injury occurred as a result of this event. The customer performed the repair to the device.